Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of leaking at the blue connector of pump segment could not be verified due to the product not being returned for failure investigation. A device history record review for model 2260-0500 lot number 20057074 was performed. The root cause of this failure could not be identified without a failure investigation. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #20057074 regarding item #2260-0500.

Event description:
It was reported that the as lvp 20d low sorb IV tubing leaked from the blue connector during use. The following information was provided by the initial reporter: "the IV tubing was leaking from where it clicks into the pump. ( from blue connector of the pump segment)"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d low sorb IV tubing leaked from the blue connector during use. The following information was provided by the initial reporter: the IV tubing was leaking from where it clicks into the pump. ( from blue connector of the pump segment).